Manufacturer narrative:
Clinical conclusion: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the event of peritonitis. The etiology of the event is unknown; therefore causality cannot fully be determined. However, the pdrn reported the cause of the peritonitis could be due to touch contamination. It is also known that staphylococcus peritonitis is most commonly associated with touch contamination. Based on the available information, there is no documentation or indication the liberty cycler caused or contributed to the adverse event. Additionally, there is no allegation of a malfunction or of the machine failing to perform as expected in relation to this event. It is known however that undergoing of peritoneal dialysis is associated with a high risk for peritoneal infection. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Peritoneal dialysis registered nurse (pdrn) for this male patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] for renal replacement therapy (rrt) reported the patient was diagnosed with peritonitis on (B)(6) 2018. The pdrn stated the patient had a ¿culture test¿ (specifics unknown), which was significant for (B)(6). The patient was treated outpatient with (B)(6); however the dosage, frequency, duration and route are unknown. Additionally the pdrn reported the cause of the peritonitis ¿could be¿ due to touch contamination, however no specifics were provided. The patient is currently recovering and continues to perform ccpd therapy without issue. No additional information was available at the time of the call, and multiple subsequent attempts to obtain information have thus far proven unsuccessful. Additional information was solicited.